Event description:
Received a report from a consumer advising a tampon pledget did not appear fully absorbed and expanded after removal, therefore, she thought some of the pledget fibers may have been retained inside of her. Consumer indicated she did not experience discomfort, expulsion of fibers during urination, and did not seek a medical examination. No injury was reported.

Manufacturer narrative:
We have requested and await the consumer's return of product for eval and date code info for investigation.